Event description:
Pt participated in a (B)(6) prospective study for pt's with cervical ddd who require single or multi-level anterior spinal fusion with the cslp small stature and the acf spacer plus dbx. Preoperative diagnosis was disk failure or prolapse. Pt was implanted at levels c3 c4, c4 c5, c5 c6 and c6 c7 with a cslp small stature plate. Pt had been experiencing pain for 22 months. Surgery date was (B)(6) 2004 and postoperatively pt experienced distal screws minimally, requiring no treatment. This is report 11 of 11 for this event. This report is on the left screw at c7 (14mm).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided.